Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a spinal procedure using cable system at t3-l1 in 2004. Approximately three years post op, it was found that the cable broke at t5-t6. Fusion reportedly completed. A revision surgery was performed to remove the broken cable. No other patient complications were reported.